Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incorrect colored device was found in a sterial package. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon evaluation of the device, it was found to be the correct color and this event was determined to be not reportable as it was confirmed there was no adverse event or malfunction. The device was found to be conforming to specifications.